Event description:
It was reported that the user experienced prolonged hyperglycemia after changing infusion supplies, remained above target for approximately 13 hours with a reported peak of 301 mg/dl, and temporarily disconnected from the ilet to use subcutaneous insulin via pen due to concern about an odd rewinding noise; the user later reconnected after review of a video confirmed the rewind sound to be normal and glucose returned to range. Investigation included customer interview, review of user-provided video, and technical assessment of the reported rewind sound. Further investigation of this case revealed the rewind sound was consistent with normal device operation and no device malfunction was identified. Symptoms included elevated blood glucose without reported ketones or acute complications. Outcomes included use of backup insulin therapy and transient loss of automated insulin delivery until the user reconnected. It was concluded that, based on previously established findings for similar reports, the event involved hyperglycemia with cause unclear and normal device performance observed upon evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.